Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to loosening of the acetabular component. Revision op report notes the presence of dark, black material; synovial fluid; synovial tissue; abduction deficiency; pseudosynovium; and pseudomembrane. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 4 states, ¿loosening or migration of the implants may occur.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01481 and -05088).